Manufacturer narrative:
Other, other text: b3 unknown, d4: UDI (B)(4) for all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com one device was returned for analysis. Visual inspection showed a bubbled and worn dso seal. The tamper seal was not broken. Review of the event history log (ehl) showed an upstream occlusion alarm. A functional test was performed and the reported issue was not duplicated, however multiple alarms were found in the event log. The most probable cause was due to an intermitted uso sensor. As a result, the uso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an upstream occlusion error. The event occurred during testing, no patient injury was reported.